Event description:
It was reported that the customer's drive support cap was protruding off the insulin pump. His blood glucose level was 316 mg/dl. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk, cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.